Event description:
It was reported that a patient underwent an anal debridement on (B)(6) 2012 and topical skin adhesive was used. When the surgeon squeezed the ampoule, glass penetrated his finger. The injured finger was cleaned with isodine. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) shard penetration occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the applicator shows dried formulation and a broken ampoule inside the applicator bulb. Also, a glass shard is observed that protruded through the butyrate tube and the applicator bulb.